Event description:
The aortic valve was explanted due to an elevated gradient and stenosis of the valve noted by echocardiography. The 25mm epic valve was explanted and replaced with a 27mm trifecta valve. At explant, pannus growth was noted on the inferior leaflet. Culture results were negative and there was non-infectious vegetation noted on the leaflets. The pt is reported to be in stable condition in the intensive care unit.